Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker triggered a lead safety switch alert. Intermittent impedance spikes were also noted for the right ventricular non-boston scientific lead, which were stabilized once the configuration was switched to unipolar. There is also noise noted in the unipolar configuration. Technical services discussed it appears to be a possible spring contact issue, and advised to consider unipolar pace and bipolar sense to eliminate intermittent impedance spikes, but would need to ensure effectiveness of the his system. The pacemaker system remains in service at this time. No adverse patient effects were reported.